Event description:
Report received of an IV tubing set causing cassette test failure alarms. The customer reported that following priming and placement of the cassette into the pump, the pump was turned on and it gave a cassette test failure alarm. Of the four instances of cassette alarms reported by this facility, one instance involved a ranitidine infusion. The remaining infusions involved unspecified hydration solutions. The facility was unable to differentiate which infusion was used with the device mentioned in the complaint. The tubing was change and the pump ceased to alarm. There was no pt involvement.